Event description:
It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.